Event description:
The customer reported being hospitalized twice for low blood glucose. The blood glucose reading at the beginning of call was 139mg/dl. The customer was sweating and vomiting and paramedics were called. The paramedics treated the customer's blood glucose of 20mg/dl. While performing a troubleshooting, the customer's blood glucose rose to 438mg/dl and was treated with a bolus. Ran a fixed prime and high pressure tests and passed. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.